Event description:
Customer reported that the panorama central station's telemetry system shut down and lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of a fan in the wireless transceiver.